Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/22/2023, it was reported by a sales representative via sems-06039205 that an ar-6480 pump started running on its own. This was discovered during use with no patient harm.

Manufacturer narrative:
Additional information: h6. The complaint is not confirmed. The alleged event could not be replicated. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. The machine did not start on its own. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 23 minutes, the pump was stopped and waited for a few minutes, looking for the machine to start on its own. After several attempts and let it run for a total of 81 min, the reported failure could not be replicated. A clamp test was performed as a safety check to ensure the sensor system worked appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. No problem found.